Manufacturer narrative:
Open arthrolysis procedure is planned to address joint stiffness. Poly inserts will be exchanged during the procedure. Review of the device history record indicates that the device was manufactured to specification.

Event description:
Open arthrolysis procedure is planned to address joint stiffness. Poly inserts will be exchanged during the procedure.